Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (285-300 mg/dl). A bolus and insulin injections were used to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was identified. Reportedly, the customer had been using humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for use in the cartridge for 48 hours. The customer acknowledged the information.